Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s dexcom g7 continuous glucose monitor (cgm) sensor was not showing readings on the ilet, and customer care guided the user to toggle settings, after which the user confirmed glucose readings were visible on the ilet, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient bluetooth interruption resolved with standard troubleshooting.